Event description:
It was reported that a malfunction occurred on the pump, identified as malf 16. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, which the customer successfully did, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred.